Event description:
The customer reported that there was a problem with the system's sram card. No patient injury was reported.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable and no additional service information was provided.